Event description:
Information was received indicating that the pump finished about three (3) hours early and indicated that 6.3ml remained: however, the "pump is empty." It was reported that the initial pump volume was 102ml over 46 hours = 2.2ml/hr. Per reporter the tubing was "primed via infusystem provided pump for priming only, equashield used as recommended by infusystems and made with apoteca gravimetric system." No adverse patient effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).